Event description:
It was reported that a homechoice cassette was leaking from a break in the cassette seam. The location of the leak was further described as, ¿on one side of the cassette, where the cassettes are joined or sealed, leaving a single piece (as in the seam)¿. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.